Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the rite (returned instrument test/evaluation) fluid volume accuracy verification testing failed the fill test. A manual volumetric accuracy test was completed and failed the 800 ml fill test = 2.14% (allowable range less than 2.00%). Test article door piston foam was installed and the manual volumetric accuracy test passed. Installed original door piston foam and the manual volumetric accuracy test failed. The assignable cause for the manual volumetric accuracy test failure was determined to be caused by deteriorated door piston foam. The product analysis lab (pal) recommends replacing the door piston foam (2 pieces). The device will be sent for servicing.